Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation. The consumer reported that the patient had sharp pain when trying to move their bowels. The patient took a stool softener and was able to move their bowels after that. In a follow-up call the patient noted that they needed to turn stimulation down because of pain with their bowels again, but after moving their bowels the patient increased stimulation back to 1.2 and felt like stimulation was helping. In a final call the patient mentioned a burning sensation where they urinate that could be a uti. The patient was advised to follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.